Event description:
A home patient's nurse reported that the home patient was diagnosed with peritonitis in 2007, but was not hospitalized. The home patient's symptoms were abdominal pain, the inability to drain due to fibrin and a cloudy effluent. The home patient was treated with vancomycin 2g ip on same day, 1g IV two days later, and 1g weekly IV for 3 weeks. The home patient was also treated fortaz 4g ip on the event date, and 2g IV two days later. The vancomycin and fortaz therapy was changed from ip to IV due to the home patient becoming nauseated. The vancomycin and fortaz were given with benadryl. Three days later, the patient was also given ciprofloxacin and had a reaction and was taken to the ER. The nurse indicated that the possible root cause of the peritonitis episode was the reuse of flexicaps. The nurse has since informed the patient of proper procedures. There is no prescription of flexicaps in the home patient's prescription in order to avoid the home patient disconnecting and reconnecting to the system. The nurse confirmed, however, the home patient obtained (method unknown) a flexicap and was reusing it, indicating the suspected cause of the peritonitis episode.

Manufacturer narrative:
This home patient's peritonitis was suspected by the pd nurse to be possibly due to the reuse of flexicaps. Since flexicaps are indicated for single use, this would represent noncompliance with proper pd procedure and render the set-up as non-sterile. Reuse of this device would allow entrance of microorganisms into the fluid path and can lead to peritoneal infection. Touch contamination is an inherent risk in pd therapy, and as such, it is the most common cause of bacterial peritonitis in this population. The home patient was retrained on proper procedures.